Manufacturer narrative:
Please note that the mitroflow lxa referenced in this report in the event description has been reported to FDA in a separate emdr. The manufacturer requested the internal clinical review of this event, as per event description medical judgment has determined possible patient prosthetic mismatch related to top hat device and death is not related to both devices, the manufacturer is reporting in a conservative way. Device not explanted.

Event description:
On (B)(6) 2017 a patient was re-operated to explant a mitroflow lxa device after 3.49 yrs implant duration due to early device dgeneration. Patient was struggling prior to surgery a balloon pump was placed pre-operatively and the patient stabilized. The mitroflow lxa device was explanted and they tried to utilize a st jude mechanical sizer but the aorta after explant was very tight and the biggest sizer they could fit was a 17mm. The physician then used a carbomedics aortic top hat sizer and the biggest size was a 19mm so a carbomedics top hat mechanical heart valve size 19 was implanted. The patient came off bypass with minimal drug support and the balloon pump, pressures and output were normal, the post op tee showed some turbulence of flow from the newly implanted valve based on the fact there was some ppm (with top hat), mean gradient was in the 28-32mmhg range. Chest was closed and then it was noticed there was no flow in leg that balloon was placed into. Patient was stable so balloon was removed, patient shortly after crumped and had to be placed back on bypass, heart was then hypokinetic and the surgeon then placed 3 bypasses on the heart in areas of potential cad to help with contractility. Patient struggled after second time on pump, patient was taken to csu and was medically managed and passed due to low cardiac output. Date of death: (B)(6) 2017. As per physician medical judgment the carbomedics top hat device was functioning well prior to patient death. Cause of death ¿cardiogenic shock.

Manufacturer narrative:
The manufacturer requested the internal clinical review of this event, as per event description medical judgment has determined possible patient prosthetic mismatch related to top hat device and death is not related to both devices.